Event description:
Rn, nicu, describes eight instances in the last two mos in which the male luer lock disconnects from the female end of IV catheters, bd threaded locks and injection ports. All incidents involved neonates. Two of the infants had significant blood loss. One infant required a 30cc transfusion and the other infant a 20cc transfusion. Both are doing well post transfusion. The other six infants did not require any treatment.